Event description:
The son of a male patient contacted lifecor customer support to report that his father's second battery pack was not working in the monitor. He stated that the battery pack would say it was fully charged in the battery charger, but would not work in the monitor. Support sent a patient services representative (psr) to the patient to switch out the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The battery pack would not work because there was water inside the battery pack. One of the cells was corroded under the battery connector. The battery pack was scrapped. The root cause of the battery pack not powering up the monitor was this water damage. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.